Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the listed device for insulin infusion, the adhesive portion did not fully adhere, and the infusion set fell of user's body. The home care patient reported his blood glucose levels rose to 426 mg/dl due to the interruption in insulin therapy. According to the reporter, the user administered manual insulin injections as a result of event. No permanent patient injury was reported